Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 90% stenotic and was located in the circumflex artery. The physician treated the lesion using two runs at low speed with the oad. During the second run, a perforation occurred. The physician attempted to resolve the perforation by deploying two stents. The proximal stent was successfully deployed, but the distal stent was unable to be advanced to the site of deployment. The patient was transferred to the operating room and underwent a coronary artery bypass graft (CABG). Three requests for additional information have been made, but none has yet been received.